Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one patient. The results provided were: on (B)(6) 2024 initial=4.400 ng/ml. The patient underwent to cardiac stent due to patient condition. On (B)(6) 2024 after surgery troponin=24.623 ng/ml /on (B)(6) 2024=24.723 ng/ml. The physician skeptical about the post-surgery architect troponin results from (B)(6) 2024 and (B)(6) 2024. The blood was drawn and tested at emergency laboratory department on et healthcare platform for troponin on (B)(6) 2024=2.810 ng/ml previously drawn specimen on (B)(6) 2024 repeated on et healthcare platform=3.050 ng/ml the patient discharged time delayed and unnecessary blood work due to the falsely elevated architect troponin results. The specimen from (B)(6) 2024 on hbt processing=26.371 ng/ml; with peg=1.098 ng/ml; the specimen from (B)(6) 2024 tested on siemens platform=5890 ng/l; specimen from (B)(6) 2024 repeated on siemens platform=20034 ng/l (reference range for siemens=0.0 to 54 ng/l) laboratory reference range for troponin: < 0.1 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one patient. The results provided were: on (B)(6) 2024 initial=4.400 ng/ml the patient underwent to cardiac stent due to patient condition. On (B)(6) 2024 after surgery troponin=24.623 ng/ml /on (B)(6) 2024=24.723 ng/ml the physician skeptical about the post-surgery architect troponin results from (B)(6) 2024 and (B)(6) 2024. The blood was drawn and tested at emergency laboratory department on et healthcare platform for troponin on (B)(6) 2024=2.810 ng/ml previously drawn specimen on (B)(6) 2024 repeated on et healthcare platform=3.050 ng/ml the patient discharged time delayed and unnecessary blood work due to the falsely elevated architect troponin results. The specimen from (B)(6) 2024 on hbt processing=26.371 ng/ml; with peg=1.098 ng/ml; the specimen from (B)(6) 2024 tested on siemens platform=5890 ng/l; specimen from (B)(6) 2024 repeated on siemens platform=20034 ng/l (reference range for siemens=0.0 to 54 ng/l) laboratory reference range for troponin: < 0.1 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and accuracy testing for architect stat high sensitive troponin-I reagent lot 59295ud01. A review of tracking and trending data did not identify any related trends for the product for the issue. The ticket search determined that there is as expected complaint activity for the likely cause lot. Return testing was not completed as returns were not available. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of lot 59295ud00. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The performance of the likely cause lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the likely cause lot. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the architect stat high sensitive troponin-I reagent lot 59295ud01.

Manufacturer narrative:
Updated section d4 catalog number: correction to 03p25-74 from 03p25-26 and lot number to 59295ud01 from 59295ud00. Updated d4 primary UDI number: to : (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one patient. The results provided were: on (B)(6) 2024 initial=4.400 ng/ml the patient underwent to cardiac stent due to patient condition. On (B)(6) 2024 after surgery troponin=24.623 ng/ml /on (B)(6) 2024=24.723 ng/ml the physician skeptical about the post-surgery architect troponin results from (B)(6) 2024.. The blood was drawn and tested at emergency laboratory department on et healthcare platform for troponin on 27mar2024=2.810 ng/ml previously drawn specimen on 26mar2024 repeated on et healthcare platform=3.050 ng/ml the patient discharged time delayed and unnecessary blood work due to the falsely elevated architect troponin results. The specimen from (B)(6) 2024 on hbt processing=26.371 ng/ml; with peg=1.098 ng/ml; the specimen from (B)(6) 2024 tested on siemens platform=5890 ng/l; specimen from 26mar2024 repeated on siemens platform=20034 ng/l (reference range for siemens=0.0 to 54 ng/l) laboratory reference range for troponin: < 0.1 ng/ml there was no reported impact to patient management.